Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had sensor break. It was reported that the electrode sensor was stuck in the inserter. It was reported that the patient would be sent replacement sensor no further information provided.